Event description:
In 2006, the patient underwent treatment for an abdominal aortic aneurysm, and was implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure, however, evidence of a type ii endoleak was present. At the patient's one year follow-up computed tomography (CT) scan, a type ii endoleak persisted with no evidence of aneurysm enlargement. Approximately a year ago, the patient's visit with his cardiologist revealed, there was aneurysm enlargement, and that the lumbars had thrombosed. In 2009, the exact date being unknown, another (CT) scan revealed further aneurysm growth. The etiology is not known. At this time there was no evidence of any type I or type ii endoleak. The following month, the patient elected to have an open conversion and explantation of the grafts scheduled. Thirteen days later, the patient underwent a resection of the abdominal aortic aneurysm, ligation of the bilateral common and internal iliac artery aneurysm, and explant of the endovascular devices. A dacron bifurcated graft was inserted as an aortoiliac graft system. An unspecified endoleak was present, and originated from the inferior mesenteric artery. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additional devices related to this event.